Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. No intra-operative findings were reported to the rep, but the surgeon reported the patient had a fracture after a fall post primary which was addressed by non-surgical means. A citation stem, 36 +7.5 v40 ceramic head, and 36f 10° liner were revised. Rep reported he may be able to provide some pictures, and reported that no further information will be available.